Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Arjohuntleigh received a complaint where it was indicated that stitching inside of the red and yellow loop of the sling failed based on the information received. No injuries and no patient involvement was reported. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop stitching inside loop failed). The trend observed for reportable complaints with failure mode is currently considered to be low and stable and slightly increasing. It has been established that the sling was not being used for patient handling at the time of the event. During our investigation the sling was found with red and yellow loop stitching inside loop failed and was found to not have been to specification. No information was received regarding the lift device which was used with this sling. However, the sling or system was not in use at the time for patient care and it did not cause or contribute to an adverse event, but it is the focus of our report and investigation. Tests carried out during the development of the sling, and in current production on every sling manufactured, would indicate the stitching of the loops meets the OEM specification. A proper inspection of the sling should have detected the failure of this sling, especially since two of attachment points of the red and yellow loops were broken. Therefore, the sling showing signs of unstitching, should be withdrawn and replaced. After reviewing the complaint it comes forward that the loop breakage occurs in general ways: as the pressure on the sling loop, in the opposite direction of that experienced in normal use which can be caused by the caregiver pulling the loops that way by hand, or, a much higher strain, where the loops/sling becoming caught in an obstruction. This appears to be an indication of the loops being broken due to the application of outside force that causes the break. After this review, we can state the event outcome of the breaking off the loops, is not likely to happen when following the device labeling or the instructions for use (IFU). The sling is not likely to fail during the intended, correct use as described in the IFU, but that a failure can occur during a use error. We find it likely that the loops broke due to the loops suffering stress that is not likely to be encountered during on label use. From this evaluation it is would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities based on the initial indications and in the abundance of caution.

Event description:
On (B)(6) 2015 arjohuntleigh received a complaint where it was indicated that stitching inside of the red and yellow loop of the sling failed based on the photographic evidences received. No injuries and no patient involvement was reported.